Event description:
The customer reported that the monitor shows a "speaker malfunction intermittent inop". The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.